Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues. The stimulator had not functioned since 2004, possibly 2003, and the patient began receiving electrical shocks in their back. These shocks started a few weeks prior to the report, and the device began activating uncontrollably. The patient experienced unexpected stimulation and pain, which led them to consider visiting the emergency room. The patient was advised to contact their healthcare provider for further assistance.